Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the k-wire was returned unpacked together with an original sterile package. The visual inspection has shown k-wire is bent as complained, there are no other visible damages at the device. The evaluation has also shown that the k-wire is marked with the lot 50p6181 and based on the information in the erp system was this unsterile lot re-packed and sterilized under the sterile lot 6l96222. This means the returned package does not belong to the returned k-wire, it looks like this package belongs to another k-wire which was used in the procedure. Document/specification review: drawing was reviewed to define the relevant dimensions of the k-wire. The review of the manufacturing documents has shown that the lot 6l96222 was manufactured in may 2020 and we are not aware of any other complaint for this article- and lot number combination, neither for the sterile lot 6l96222 nor for the unsterile lot 50p6181. Investigation conclusion: the complaint is confirmed as the received k-wire is bent as complained. During the performed evaluation no manufacturing related issue could be detected. Afterwards it is impossible to determine how or when the device did get deformed. It can only be assumed that any occurrence in the supply chain between manufacturing and hospital during transportation, storage or handling did lead to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: DHR review for received part: part: 292.623s; lot: 6l96222; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: may. 29, 2020; expiry date: may. 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The review has shown that this device was initially manufactured unsterile under part 292.623 and lot 50p6181 in balsthal, therefore also these documents were reviewed: part: 292.623; lot: 50p6181; manufacturing site: balsthal; release to warehouse date: may 04, 2020. A manufacturing record evaluation was performed for the finished device lot number 50p6181, and no non-conformances were identified. DHR review for part from the received package: part: 292.623s; lot: 6l90025; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: apr. 30, 2020; expiry date: apr. 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The review has shown that this device was initially manufactured unsterile under part 292.623 and lot 48p6394 in balsthal, therefore also these documents were reviewed: part: 292.623; lot: 48p6394; manufacturing site: balsthal; release to warehouse date: april 03, 2020. A manufacturing record evaluation was performed for the finished device lot number 48p6394, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for patella fracture with the guide wire. During the surgery, when the nurse opened the guide wire package and found that the tip of the guide wire was deformed. The surgeon tried to bend it back to the original, but he could not. The surgeon used another guide wire, and the surgery was completed successfully. The patient was reported as stable. This report involves one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 1 for (B)(4).